Event description:
The patient fell while ambulating last month, she was walking in a fair ground and she felt and heard a loud snap that sounded like breaking metal in her left hip. She experienced immediate pain and fell to the ground falling on her left side. She experienced pain in both her left shoulder and her left hip. She has taken to a hospital for evaluation. X-rays of the left shoulder demonstrated a minimally displaced proximal humerus fracture. X-rays of the left hip demonstrated hardware failure with fracture of the femoral neck of the total hip component. Patient was then transferred for further workup and care. Patient underwent total hip arthroplasty of the left hip approximately 12-13 years ago. She denies pain in this hip prior to this fall and states that this hip is never given her any problems. Patient is a community ambulator without assistive devices.